Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable pg was implanted. Ther was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.